Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with an air in line false alarm was confirmed by baxter personnel during product evaluation. The root cause was assigned to a defective pump head module (phm). The phm was replaced to correct this condition. The device has not been previously sent into service for the reported condition of "air in line false alarm." This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
Global technical service discovered an air in line false alarm during service. There was no report of patient involvement, injury or medical intervention necessary. No additional information is available. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.